Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, gravida ii (2) and parity 2 (2). Previously administered products included for an unreported indication: birth control pill and depo provera. Concomitant products included escitalopram oxalate (lexapro), ibuprofen, losartan and medroxyprogesterone acetate (depo provera) since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced hypoaesthesia ("numbing of left thigh") and arthralgia ("hip pain"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety attack"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed"), metrorrhagia ("metrorhagia (bleeding b/w periods),"), fatigue ("fatigue"), nausea ("nausea") and hypertension ("hypertension") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, hormone level abnormal, nausea, hypoaesthesia, vaginal haemorrhage, anxiety and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypertension, hypoaesthesia, menorrhagia, metrorrhagia, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 290 lbs. Essure insertion discrepancy-(B)(6) 2008 coils visible: left: 3-5, right: 3-5. Essure device placed into each tube without difficulty. Coils were visualized bilaterally. Patient tolerated procedure well with no complications. The right fallopian tube was occluded at the cornu; however, the left fallopian tube was not occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: one tube was not closed.; on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2008: essure bilateral occlusion of fallopian tubes; on (B)(6) 2009: fallopian tubes are occluded bilaterally, the right occluded at the cornu and the left appears to be occluded in the intramural portion of the tube. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs+mr received: product lot number and reporter information, lab data were added. Event genital bleeding was updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hypertension, gravida ii (2) and parity 2 (2). Previously administered products included for an unreported indication: birth control pill and depo provera. Concomitant products included escitalopram oxalate (lexapro), ibuprofen, losartan and medroxyprogesterone acetate (depo provera) since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2012, the patient experienced hypoaesthesia ("numbing of left thigh") and arthralgia ("hip pain"). In (B)(6) of 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety attack"). In (B)(6) of 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), menorrhagia ("menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ("abnormal bleeding (vaginal). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleed"), metrorrhagia ("metrorhagia (bleeding b/w periods), fatigue ("fatigue"), hypertension ("hypertension") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, fatigue, hormone level abnormal, nausea, hypoaesthesia, anxiety and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypertension, hypoaesthesia, menorrhagia, metrorrhagia, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 290 lbs. Essure insertion discrepancy (B)(6) 2008 coils visible: left: 3-5, right: 3-5. Essure device placed into each tube without difficulty. Coils were visualized bilaterally. Patient tolerated procedure well with no complications. The right fallopian tube was occluded at the cornu; however, the left fallopian tube was not occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - in (B)(6) of 2006: one tube was not closed; on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2008: essure bilateral occlusion of fallopian tubes; on (B)(6) 2009: fallopian tubes are occluded bilaterally, the right occluded at the cornu and the left appears to be occluded in the intramural portion of the tube. Pregnancy test - on an unknown date: negative. Lot number: 627308 manufacture date: 2008-05 expiration date: 2010-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and hypertension. Previously administered products included for an unreported indication: birth control pill and depo provera. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and losartan. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced hypoaesthesia ("numbing of left thigh") and arthralgia ("hip pain"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety attack"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorhagia (bleeding b/w periods),"), fatigue ("fatigue"), nausea ("nausea") and hypertension ("hypertension") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, hormone level abnormal, nausea, hypoaesthesia, vaginal haemorrhage, anxiety and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypertension, hypoaesthesia, menorrhagia, metrorrhagia, nausea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram: in (B)(6) 2006: one tube was not closed.; on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety attack, hip pain, hypertension added. Medical history, lab data, historical drugs and concomitant drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced hypoaesthesia ("numbing of left thigh"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods),"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, hormone level abnormal, nausea and hypoaesthesia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia, metrorrhagia and nausea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Previously reported event "injury" is replaced with "dysmenorrhea (cramping)", events- "menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnormal bleed, migration, fatigue, hormonal changes, nausea, numbing of left thigh", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.